Event description:
A customer reported an altitude alarm from their pump, which temporarily suspended insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove obstructions from the pump and clean the speaker holes. The customer attempted to continue using the current cartridge, but insulin delivery could not be resumed. They then loaded a new cartridge, which initially did not resolve the issue as the alarm recurred. After waiting for two hours to allow moisture to evaporate, the customer successfully resumed delivery with a new cartridge. The pump returned to normal operation, and technical support suggested preventive measures to avoid future altitude alarms and decided to replace the cartridge.